Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead complained of pocket discomfort and requested removal. Additional information indicated that the patient felt pain and discomfort around the area of the device. However, there was no confirmation to as what was the cause of the patient symptom. This rv lead was surgically abandoned. No additional adverse patient effects were reported.